Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the arm on (B)(6) 2025." H2 correction.

Event description:
The wearable was inserted into the arm on (B)(6) 2025.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On 03/15/2025, it was reported by the spouse that the patient experienced vomiting, lethargy, irritability, and dehydration. The other glucose meters showed results over 600 mg/dl, so the patient went to the hospital. At an unspecified moment, the bg was 711 mg/dl while the cgm was 171 mg/dl. The patient was treated with insulin and discharged by noon. The patient's condition was good during the report. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).